Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 11/28/2012. Eval of the device observed that every displayed positions where pins were no longer attached to the mounted drive shaft. The cause of the reported issue is undetermined. The device was serviced and returned to the customer.

Event description:
It was reported that during inspection of the universal oscillating saw attachment in distributor's warehouse, a distributor employee noticed that oscillating saw top was loosen. No add'l clinical info was received prior to this report.